Event description:
On (B)(6) 2012 the user in belgium contacted lifescan to report a date/time issue with the one touch verio pro meter. The issue was not resolved. There was no report of patient injury associated with this issue.

Manufacturer narrative:
Follow-up (2/11/2013)-correction to the alert date for incident description: on (B)(6) 2012 the user in (B)(6) contacted lifescan to report a date/time issue with the one touch verio pro meter. The issue was not resolved. There was no report of patient injury associated with this issue.